Manufacturer narrative:
Initial report was provided by distributor and contained limited information. Attempts to follow up with the patient/user to gain additional information were not responded to.

Event description:
Patient reported he got a uti; although he didn't specify it was the catheters that caused the uti.